Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-1927psf-45 peek corkscrew ft suture anchor broke during insertion. This was discovered during an rcr procedure on (B)(6) 2022 and completed using another ar-1927psf-45 peek corkscrew ft suture anchor.

Manufacturer narrative:
Additional information: g3, h6 the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.